Event description:
It was reported that the patient's pump was 'not working'. The healthcare provider (hcp) stated that the pump was 'not working for the patient'. The pump was then turned off 'to see if the therapy was working for the patient, and they forgot to turn it back on'. The medication in the pump was lioresal (baclofen). The pump was subsequently replaced, however no other details were provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported pump was replaced due to "the pump quit working."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703, lot # j94133103, implanted: (B)(6) 1994, explanted: (B)(6) 2012, product type catheter.